Manufacturer narrative:
An event of av block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. No information from the field was received regarding pre-existing arrhythmia, anatomical factors, or implant depth. Based on all available information, a cause for the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was selected for an implant. During the procedure, after the valve was deployed in the aortic, atrioventricular block has been observed. A temporary pacing catheter has been placed and the patient left the operation room. The patient is stable.